Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: a: patient identifier. B4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (B)(6)for evaluation. A visual evaluation was performed, the reported implants packaging matched the report. The implants outer vials tamper seals were not broken. The outer vials green cap(s) were fractured. The coob is confirmed. Device history record (DHR) review was completed for the subject lot number 1260099. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1260099 for similar events and 1 other relevant complaint(s) were identified. Review completed utilizing keywords: dental : packaging : damaged. The customer did submit images for the reported event. The images showed the implant outer vials green cap was cracked. Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature). This is an ongoing issue which is currently being monitored. Non conformance and health hazard evaluation have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, a packaging malfunction did occur. The implants cap was cracked while the caps tamper seal was intact. The reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products. Cm3113 x2, eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 13mm length lot 1259353 tsvb8 x5, impl tapered scr-v sbm 3. 7mm 3.5mm 8mm lot 1265723, tsvb10 x2, impl tapered scr-v sbm 3.7mm 3.5mm 10mm lot 1259281, tsv4b11 x3, imp, tsv,4.1mm, sbm,11.5 lot 1260101, 1262306, tsvtb8 x2, imp, tsv,3.7,8, mtx, mg lot 1260805. Tsvtb11, imp, tsv,3.7,11.5, mtx, mg lot 1260559. Tsvtb13 x2, imp, tsv,3.7,13, mtx, mg lot 1260407. Tsvt4b10 x2, imp, tsv,4.1,10, mtx, mg lot 1259816. Tmmb13 x6, imp tm 3.7mm mtx,13mm lot 1259841. Tsx31b8 x4, tsx implant, 3.1mmd, 8mml lot 1259848. Tsx37b10 x3 tsx implant, 3.7mmd, 10mml lot 1275509. H4: device manufacturer date unknown / not provided.

Event description:
Distributor reported that in the last order they received there are some implants with a cracked cap. No patient impact.